Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a recent device check, this right ventricular (rv) lead exhibited loss of capture. The patient is not dependent on rv therapy. However, an x-ray was performed which revealed insulation damage on approximately one inch of the lead and the conductor was exposed. The lead remains in service at this time. Reprogramming has been performed and the patient is being monitored. No adverse patient effects were reported.